Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventricular lead revision procedure, an insulation anomaly was noted on the right atrial lead. The lead was explanted and replaced. The patient's condition was fine post procedure.